Manufacturer narrative:
MFR received date: 25 sep 2019. The manufacturer¿s international service technician confirmed the reported touchscreen issue. The service technician replaced the touchscreen to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
Touchscreen failure. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08/27/2019.

Event description:
Touchscreen failure. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.